Manufacturer narrative:
Under investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: strange noise during ventilation. Also, the waveform displays unstable. The nk local staff picked up the unit and checked it, and it was reproduced. Tsw did not improve the problem, and after replacing the expiration valve assembly, it became normal. This did not occur during ventilation. Therefore, no patient harm.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was inspected by the local staff. The root cause of the vibrating expiratory proportional valve could not be determined. In consequence (correction) the expiratory valve assembly, which contains the expiratory proportional valve, was replaced. There was no patient or user harm reported. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: strange noise during ventilation. Also, the waveform displays unstable. The nk local staff picked up the unit and checked it, and it was reproduced. Tsw did not improve the problem, and after replacing the expiration valve assembly, it became normal. This did not occur during ventilation. Therefore, no patient harm.